Manufacturer narrative:
The report received from the (B)(4) study indicated that 4 days after a pta procedure, the patient had a focal seizure while still hospitalized. The onset was step like and the patient fully recovered. The patient was prescribed keppra to be on for six months and weaned off if free from further episodes. The patient has not had any further episodes since the event in question. The patient does not have a history of seizure disorder. At study inclusion, the patient was symptomatic at the time of the intervention. Nih stroke score was 8 and the score was 3. Pta was performed on a 99% occluded lesion in the ostium of the left internal carotid artery of 12mm in length in a 4.8mm vessel diameter with mild vessel tortuousity. The arch I lesion was eccentric and moderately calcified. A 5mm medium support angioguard embolic protection device was deployed, the lesion was pre-dilated before a 6x30mm precise pro rx stent was deployed at the target site. The angioguard was successfully removed. The residual diameter stenosis measured 5%. There was no presence of air bubbles noted during the procedure nor was there any documented dissection. The patient had no neurological deficits upon leaving the angio suite. The patients medical history includes severe pulmonary disease, clinical copd, smoking and hypertension. High risk criteria includes high cervical ica lesions or cca lesions below the clavicle and severe tandem lesions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15347805 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Factors that may have influenced the event include the patients significant medical history and/or pharmacological. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The report received from the (B)(4) study indicated that 4 days after a pta procedure, the patient had a focal seizure while still hospitalized. The onset was step like and the patient fully recovered. The patient was prescribed keppra to be on for six months and weaned off if free from further episodes. The patient has remained in the hospital since the stenting procedure not due to the seizure event or the stenting procedure. Instead the patient was initially admitted to the hospital for an incision, drainage and wound vac of the heel. The patient has not had any further episodes since the event in question. The patient does not have a history of seizure disorder. At study inclusion, the patient was symptomatic at the time of the intervention. Nih stroke score was 8 and the score was 3. Pta was performed on a 99% occluded lesion in the ostium of the left internal carotid artery of 12mm in length in a 4.8mm vessel diameter with mild vessel tortuousity. The arch I lesion was eccentric and moderately calcified. A 5mm medium support angioguard embolic protection device was deployed, the lesion was pre-dilated before a 6x30mm precise pro rx stent was deployed at the target site. The angioguard was successfully removed. The residual diameter stenosis measured 5%. There was no presence of air bubbles noted during the procedure nor was there any documented dissection. The patient had no neurological deficits upon leaving the angio suite.

Manufacturer narrative:
Please note that the initial alert date in the initial 3500a report should have stated (B)(6) 2011. No further information is available and no further reports will be forthcoming.

Manufacturer narrative:
Concomitant devices ((B)(6) 2011): angioguard rx, catalog number 501814rmc, lot number 71210517. Concomitant medications ((B)(6) 2011): heparin was administered during the procedure. Aspirin and clopidogrel were administered post-procedure as well as discharge. The product remains implanted in the patient and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.